Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an increase of the qrs complex duration was observed. At baseline, the qrs complex interval was 94 milliseconds (ms) and two hours following valve implant it was 140 ms. A medtronic holter monitor was implanted. On the eighth post-operative day, the patient underwent a stress test and reported thoracic pain. An electrocardiogram showed a transient elevation of the st segment. A blood sample was obtained and analyzed which showed higher levels of troponin. An angiogram was performed and revealed evidence of coronary stenosis. The dosage of anti-hypertensive medication was increased. A transient st elevation myocardial infarction was reported which required hospitalization for 4 days. This was reported as unlikely related to a medtronic device or the valve procedure. Twenty-two days following valve implant, while at home, the patient experienced a new episode of thoracic pain and presented to the emergency department. Computed tomography was performed and anticoagulant treatment was administered with suspicion of thrombus. The patient was admitted to the intensive care unit for an embolic non-st elevation myocardial infarction (nstemi). This was reported as possibly related to the valve and valve procedure. On the thirty-fifth post-operative day, the patient experienced paroxysmal complete heart block. Subsequently, a permanent pacemaker was implanted on the following day. Forty-six days following the valve implant, the patient arrived in the emergency room due to thoracic pain. Troponin was elevated to 49 nanograms per liter (ng/l) but there were no changes to the electrocardiogram (ECG). The patient was admitted to the intensive care unit for further assessments. A chest x-ray was normal. Coronary angiography and a percutaneous coronary intervention (pci) of the "rvp" were performed. Statin medication was increased. A nstemi was diagnosed and reported as possibly related to the valve and valve procedure. The patient was discharged with no further thoracic pain. Four days following this recent nstemi the event was considered resolved. No additional adverse patient effects were reported.

Event description:
The previously noted "rvp" was reported as retro ventricular posterior.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the physician now reported that the non-st elevation myocardial infarction (nstemi) that occurred over 40 days post valve implant was not related to the valve nor the valve implant procedure.

Manufacturer narrative:
Corrected data: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.